Manufacturer narrative:
One smiths medical cadd® cadd-prizm® vip system was returned for analysis in good condition. The event history log was reviewed and revealed no signs of reported complaint. Motor tests were performed following priming the pump; verifying the complaint. The pump's motor was found to be loud along with high drain current. Based on the evidence, the root cause is unknown.

Event description:
Information was received indicating that the motor to a smiths medical cadd® cadd-prizm® vip system is reported to be loud while infusing. It was also noted that the battery door is needing replacement. There were no reported adverse effects.